Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a hardware failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer 2 matrix drawer in the auxiliary - one slide has bearing cage missing. A field service engineer had ordered matrix slides, but both the left and right slides were missing the bearing cage. The slides were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.